Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was report that the patient was implanted an unknown hip implant on (B)(6) 2007 on the left side. The patient is being monitored due to elevated metal ions (38 chromium 100 cobalt overall cobalt measurement 7.3). A revision surgery is scheduled for (B)(6) 2017. It was also reported: "lump was found in left groin area and it was aspirated on (B)(6) 2016. Left hip revision needs ball and cup replaced. Eleven months later it was recalled. Test came back in (B)(6) that metal ions at a high level." Additional information has been requested and is currently not available.

Manufacturer narrative:
This case was reopened on (B)(6), 2017 to enter additional information which was received on august 16, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 48/42 code h.

Manufacturer narrative:
While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component. The patient was revised on (B)(6) 2017 due to elevated metal ions, synovitis, metallosis, pain, fluid collection and metal debris.